Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d10; h4. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the driving cap (part #: 03.010.475, lot #: l994894) was received at us cq. Upon visual inspection, it was observed that the distal tip of the driving cap was broken. The broken fragment was returned. No other issues were identified with the returned device. Dimensional inspection: the relevant drawing was reviewed. Specified dimensions: tip shaft was measured and found to be conforming document/specification review: the current and manufactured drawing(s) were reviewed: no design issues or discrepancies were identified. Investigation conclusion: the complaint condition is confirmed for the driving cap (part #: 03.010.475, lot #: l994894). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.475, lot: l994894, manufacturing site: bettlach, release to warehouse date: 09.october 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The event date is unknown in 2020 complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the impactor/ driving cap broke off when it was being removed from the insertion handle. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unk - nail: insertion handle (part# unknown; lot# unknown; quantity: 1). This complaint involves 1 device. This is report 1 of 1 for (B)(4).